Event description:
It was reported that there was a possibility a segment of the covering form the temporary extension was left in the patient during implant. It was stated that the healthcare provider (hcp) was removing the percutaneous extension and cut it during the procedure in such a way that the 3.5cm portion of insulation on proximal end of percutaneous extension was cut loose. It was also stated that "there was some concern that the patient could have this piece internalized". 5 days later, it was noted that the "patient was doing well, and all appeared to be fine". If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: neu_unknown_ext, product type extension product ID: 3093-33 lot# va04aa7, implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).